Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that his one touch ultra meter would not power on. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain add'l info. According to the pt, the reported issue started on three days earlier. Pt reported of feeling shakiness sometime after the issue. He denied taking any action or seeking medical attention due to the reported issue. He also mentioned about testing his blood sugar on another device sometime during the issue and received a reading of 200-300 mg/dl. The customer service agent (csa) verified that there was no misuse of the product, the pt was using correct test strips, the batteries were replaced as required and the condition of the battery contacts was good. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that the reported lfs meter would not power on and later, he felt shakiness, which can be a symptom characteristic of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.